Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: "complaint alleges that cracks were found at the mouthpieces. The alleged defect was discovered during incoming inspection." No patient injury reported.